Event description:
It was reported that the patient had inadequate pain relief due to high impedances. Program optimization was attempted which obtained fair coverage more on the left side than the right. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.